Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: device code.

Event description:
It is unknown if the ipg depleted prematurely.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was inoperable and that the patient had been without therapy. The ipg was surgically replaced which addressed the issue and restored therapy to the patient.